Event description:
It was reported that an amiodarone infusion was intended to run at 0.5mg/min but was found running at 8.33ml/hr. The event occurred on 30 march 2026 at 1842 when a nurse went to scan amiodarone 450mg/250ml for the patient while the rate was supposed to be for 0.5mg/min. When the nurse scanned the medication, it had registered as 900mg/250ml. The nurse cancelled that medication, started over and scanned it again claiming that it was programmed correctly. The next day the pump was found to be running at 8.33ml/hr instead of the intended 0.5mg/min. There was patient involvement, but no harm. The customer provided the following information. The amiodarone was intended to be infused at 16.67ml/hr for a total of 250ml in about 15 hours. However, it was noted that the infusion ran at 8.34 ml/hr which resulted in ~110 ml infused in 13 hrs before it was noticed to be running at the incorrect dose and rate. This resulted in an under-dose of the medication. It was also noted that the infusion set was not saved since it appears to be a programming issue on the pump, not a concern with the tubing.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.